Event description:
A caller reported an issue with an o-ring stuck on the pneumatic tap. There was no adverse impact to the customer's blood glucose level. The caller resolved the issue by refilling their old cartridge, although they were advised against refilling cartridges due to potential issues. Customer technical support suggested using a new cartridge for troubleshooting. The caller agreed and will seek further assistance if needed during a future cartridge change. No further assistance was required at this time.